Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pain ("pain all over body") and metal poisoning ("symptoms of metal poisoning") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. In 2009, the patient started essure. On an unknown date, the consumer experienced pain (seriousness criteria medically significant and clinically significant/intervention required), metal poisoning (seriousness criterion medically significant) and migraine ("migraine"). The consumer was treated with surgery (hysterectomy to remove essure on (B)(6) 2017). Essure was removed. At the time of the report, the pain, metal poisoning and migraine had resolved. The reporter considered pain, metal poisoning and migraine to be related to essure. The reporter commented: two months after surgery, consumer was fully recovered. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further company follow-up with the other or consumer is not possible. Most recent follow-up information incorporated above includes: on 2-may-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain all over body and symptoms of metal poisoning. A hysterectomy to remove essure was performed. She recovered two months after surgery. The event pain all over body is anticipated in the reference safety information for essure. The other event is unanticipated. Pain may occur following the micro-insert placement procedure. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. The essure insert consists of a nickel-titanium alloy, which is generally considered safe. Although, in vitro testing has shown that nickel ions may be released from essure, it is unlikely that the amount of nickel released would be sufficient to cause a metal poisoning. Therefore the reported symptoms of metal poisoning was considered unrelated to essure. This case was regarded as incident because surgical intervention was performed and device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pain ("pain all over body") and metal poisoning ("symptoms of metal poisoning") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. In 2009, the patient started essure. On an unknown date, the consumer experienced pain (seriousness criteria medically significant and clinically significant/intervention required), metal poisoning (seriousness criterion medically significant) and migraine ("migraine"). The consumer was treated with surgery (hysterectomy to remove essure on (B)(6) 2017). Essure was removed. At the time of the report, the pain, metal poisoning and migraine had resolved. The reporter considered pain, metal poisoning and migraine to be related to essure. The reporter commented: two months after surgery, consumer was fully recovered. Most recent follow-up information incorporated above includes: on 5-mar-2017: significant new information (after case internal review). Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain all over body and symptoms of metal poisoning. A hysterectomy to remove essure was performed. She recovered two months after surgery. The event pain all over body is anticipated in the reference safety information for essure. The other event is unanticipated. Pain may occur following the micro-insert placement procedure. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. The essure insert consists of a nickel-titanium alloy, which is generally considered safe. Although, in vitro testing has shown that nickel ions may be released from essure, it is unlikely that the amount of nickel released would be sufficient to cause a metal poisoning. Therefore the reported symptoms of metal poisoning was considered unrelated to essure. This case was regarded as incident because surgical intervention was performed and device removal was required. A product technical analysis is expected.